Event description:
It was reported that the preloaded johnson and johnson(jnj) intraocular lens (iol) had a missing haptic. It was initially reported the lens did not deploy from the injector and had no patient contact. Through follow-up the customer clarified that when injecting the lens it was noticed the optic was broken. The iol was substituted for another. Standard sutures were used. There were no other complications such as a capsule tear, vitrectomy or incision enlargement. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h6, health effect - impact code: 4625 used to capture suture used. Section h6, medical device problem code: 1069 used to capture lens damaged. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.